Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm. The blood glucose reading was 220 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and manually push insulin very slowly through the tubing with the plunger. Customer stated that insulin did exit. She was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime of 5 units and customer stated that insulin did exit. Nothing further was reported.